Manufacturer narrative:
This is a resubmission at the request of FDA. There are no changes to the base data or information from the original submission the device has not been returned for inspection; however, photos have been received. A visual inspection of the photos and a device from a different lot did not show any sharp edges. At this time, there have been no other complaints about sharp edges on the water trap. The water trap does not have sharp edges so it is unknown how the event occurred.

Event description:
Patient states sharp edges on water trap caused laceration on ankle.